Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that all cubies were not being detected on the bus. Field testing, as outlined in the knowledge article, showed that the controller card ohm bridge was out of tolerance. The fse replaced the components as needed, and the customer performed a full inventory on drawer 5.1, verifying that the issue was resolved at that time. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failed to open. The customer attempted to troubleshoot with reboot, but the issue was still unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.